Event description:
Not long after the placement of essure I started having issues. Lower back pain, forgetfulness, horrible headaches, tingling in my legs and feet, ridiculous periods... Coming and going as they please. Sometimes 3 days sometimes 7. Some months on time some months 2 or 3 periods. Excruciating pelvic pain on both sides. And the list goes on and on. I work full time and have 3 children. Not much time for me to sit in a dr office so I took it as I was feeling "old".... The pains got so bad recently I found myself in so much pain in the middle of the night I got up to call ems. Instead I woke up on the couch not knowing what was going on..... I had passed out from the amount of pain. I saw the dr who inserted essure immediately. He did ultra sounds and within a week I had a hysterectomy.... At the age of (B)(6).... (Way too young may I add) I am now 2 weeks post op and on my 2nd week of bed rest. Not only am I probably losing my job because of being off work, my husband had to take a week off to take care of me and with the cost of this surgery my whole family will probably be suffering for months to come...... The essure was the worst mistake I have ever made and in no way can I understand how the FDA can say this device is safe for any woman!!! The last 8 years of my life have been made hell by this device.